Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. Customer's blood glucose level was 30 mg/deal when he admitted to hospital at 1 pm. Customer's current blood glucose value was 240 mg/dl. The customer had multiple blood glucose level as 50 mg/dl and 55 mg/dl. The customer was treated with food and glucose tablets. Troubleshooting was performed. Customer performed displacement test and the test was successful. The customer was wearing insulin pump at the time of hospitalization. The customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis